Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 60 mg/dl and 109 mg/dl. The customer stated that there was a bubble in the reservoir. The customer was treated with food. The customer also stated that they did not allege insulin pump was under delivering. The reservoir will not be returned for analysis.